Manufacturer narrative:
The statement "this procedure used animals for testing" was included in the event description, however, when we reached out for clarification no further information could be provided. Due to the unusual nature of the statement and the inability to verify its meaning, it was removed from b5. It was added to h11 to capture the statement as part of the report record. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farastar generator the device would not power on. The procedure was cancelled due to this issue. The patient's sedation status was not available, but it was reported they were stable, and no complications occurred.